Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
A patient reported they experienced the events of ¿capsular contracture¿, ¿pain¿, ¿breast seemed high¿, ¿hard¿, ¿rupture¿, and ¿devices folded¿ on left side. Device remains implanted.

Event description:
It was later confirmed by the physician capsular contracture baker grade iii. The device has been explanted and replacement with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3.

Event description:
Patient reported they experienced left side ¿capsular contracture¿, ¿pain¿, ¿breast seemed "high¿, ¿hard¿, ¿rupture¿, and ¿devices folded¿. It was later confirmed by the physician capsular contracture baker grade iii and rupture, diagnosed by ultrasound, MRI and at explant surgery. The device has been explanted and replaced with non allergan device.

Event description:
A patient reported they experienced the events of ¿capsular contracture¿, ¿pain¿, ¿breast seemed high¿, ¿hard¿, ¿rupture¿, and ¿devices folded¿ on left side. It was later confirmed by the physician left side capsular contracture baker grade iii. The device has been explanted and replacement with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken shell assessed as to unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device additional observations: observed missing piece of the shell as inconclusive no further actions are required as the device was implanted. No further actions are required as the device was implanted.